Event description:
Pt was treated on 08/26/05. During treatment the treatment tip made a loud sound. Dr. Inspected the treatment tip and noticed a burn mark on the membrane. Pt developed a burn in the upper lip about 1 sq cm in size and 2-4mm deep.